Manufacturer narrative:
Notification was received stating that on (B)(6) 2019 mr (B)(6) had performed a second revision on a patient where the poly had been replaced. The previous revision was performed on (B)(6) 2019 where a 30mm patella was explanted and a 26mm patella was implanted ((B)(4), MFR report 3008985661-2019-00003). On the (B)(6) 2019 part number 193-749 was explanted and part number 193-750 saiph® fixed tibial bearing blue left size c 14mm, lot 207812, expiry date 2024-01-01 was successfully implanted. The device history record relating to the manufacture of part number 193-749, lot 213401 was reviewed which confirmed that no nonconforming product was released. The investigation has not identified a definitive root cause; however a 14mm bearing was implanted which could infer that the joint was loose / unstable, but this has not been stated.

Event description:
"2nd revision case was done by mr (B)(6) at (B)(6) private hospital (B)(6) on wednesday, (B)(6) 2019 and poly was replaced. 1st revision was done by mr (B)(6) on (B)(6) 2019 and patella was replaced." Matortho reference (B)(4).